Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and they allege insulin pump was under delivering. The customer blood glucose level was 23 mmol/l at the time of incident. Customer reported the reasons of alleges insulin pump was under delivering was customer had been treating with the insulin pump for over 8 hours with out the blood glucose going down. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer treated with insulin pump. The customer experienced symptoms such as nausea and difficulty in breathing. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump and reservoir will not be returned for analysis.